Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was not able to hold urine, which had began 2-4 months ago. It was stated by the reporter that the patient had parkinson¿s disease and could not speak very well. It was reported that the patient was not able to make an adjustment with or without the antenna attached. The patient started to see the poor communication screen. It was noted that this was the first time ¿in a long time¿ that the patient used the programmer. It was reported that the programmer would not interrogate. The anomaly appeared to have occurred through product use. It was reported that the patient had a loss of therapeutic effect. The patient reportedly ¿had to pee too many times and it was not working to control his bladder.¿ the issue began a few months ago. It was also stated that the reporter was unable to make an adjustment with or without the antenna attached. The patient was sent a new programmer, but that one did not work either. The reporter tried to use her antenna with the patient¿s device and that was also unsuccessful. Analysis found no anomaly.

Manufacturer narrative:
Product event summary #pli 10 patient programmer: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The patient programmer was not returned. Device return and analysis is not needed to assist in the evaluation and investigation of the event. Device return is not requested because this is the second programmer for the patient and they are having the same issue. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the patient programmer. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The investigation of the patient programmer is inconclusive because of insufficient event information. Pli 20, ins: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The device remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the device. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend adverse change in voiding function- bladder because it was reported that the patient was not able to hold urine which was considered incontinence. Reviewed for escalation to ncet and escalation was not required. Event is included in monitoring for known inherent risks as disclosed in product labeling. The investigation of the device is inconclusive because the cause and resolution of the patient being unable to hold urine and loss of therapeutic effect was not reported and no additional information was obtained from follow up. -###-from pe-700447560-pli 40, programmer: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The programmer was returned and analysis found no anomaly. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the programmer. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. The programmer was returned with no anomaly found. Concomitant medical products: product ID: 3889-28, lot# v560416, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).